Event description:
It was reported that the procedure was to treat the eccentric mildly tortuosity, moderately calcified, 90% stenosis the right coronary artery (rca). The 4.0 x 8 mm nc trek balloon dilatation catheter was advanced during post-dilatation; however, during the first inflation at 12 atmosphere (atm) for 20 seconds, contrast began to leak from the shaft and unable to apply pressure any more. A non-abbott balloon was used successfully and the procedure was completed. There was not resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.